Event description:
A customer reported that "decreasing gas pressure" displayed during a vitrectomy procedure. The customer confirmed that air was leaking from the gas hose. The staff held the gas hose to complete the procedure. There was no harm to the pt.

Manufacturer narrative:
The company rep examined the system and confirmed the problem reported. The air hose assembly was replaced. The system was then tested and met all product specifications. There was no sample returned for eval and no additional info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months did not indicate any additional similar reports for this system. The root cause was a non conforming air hose assembly. (B)(4).

Manufacturer narrative:
The company rep examined the system and confirmed the problem reported. The air hose assembly was replaced. The system was then tested and met all product specifications. There was no sample returned for eval and no additional info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months did not indicate any additional similar reports for this system. The root cause was a non conforming air hose assembly. (B)(4).